Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The patient's therapeutic range is 2.5 - 3.5 inr. A sample from the patient was tested using the meter at 11:00 a.m. , resulting in a value of 5.9 inr. At around 3:00 p.m. On the same day, a sample from the patient was tested using neoplastin reagent on a stago compact max system, resulting in a value of 3.6 inr. It was believed the two values were measured within 4 hours. The patient's warfarin dose was changed to 6 mg. On monday and friday, instead of 8 mg. Every day based on the laboratory result from (B)(6) 2022.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient is diagnosed with antiphospholipid antibodies (apa). Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field e3. Occupation - the occupation is patient/consumer.

Manufacturer narrative:
The evaluation conclusion code has been updated.